Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. Product analysis is anticipated but not yet begun. Method ¿ no testing methods performed. Results ¿ results pending completion of evaluation.

Event description:
It was reported that during a procedure using the emg tube there was "no stimulation signal." There was no patient injury.

Manufacturer narrative:
The device was returned and evaluated by a quality engineer. Received one (1) sample with original opened pouch and label listing part# 8229980 and lot# 0207519786. There was bio-residue present on the working length of the tube to indicate customer use. Equipment used: fluke 21 multimeter, asset # 1153-j, calibration due 07/2014 observations: from visual evaluation, the inflation lumen valve was found cut by the customer. The flex circuit was found to be wrapped around a medical tape which impacted the original integrity of the flex circuit. There was obvious damage noticed on the paper electrodes that are wrapped around the neck of the tube. The resistance was measured as per drawing (B)(4) emg et tube harness, rev h, note 2 and 3. ¿maximum resistance from electrodes to pins: 20 ohms.¿ open circuit (>20 m ohms) between pins. Measurements were attempted to be taken with a fluke 21 multimeter, asset # (B)(4), calibration due 07/2014. The resistance readings could not be taken on blue or red leads as the readings were erratic and intermittent. Even with the medical tape removed from the flex circuit, still no readings could be taken on the leads. At this time, since the overall integrity of the device was not intact, the sample could not be fully evaluated. It is likely that due to multiple creases and folds on the flex circuit readings on the electrode leads could not be taken. Based on the above observations the customer complaint could not be confirmed for possible stimulation issue as the overall integrity of the device was not intact. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.